Event description:
It was reported that the patient presented to the emergency room. Upon review, the right ventricle lead exhibited failure to capture and high pacing impedance. Programming changes were made to capture the right ventricle. The right ventricle lead was capped and replaced on (B)(6) 2021. Patient was stable.